Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that during a routine left tha replacement, a 56mm pinnacle cup was implanted. No screws were placed in the cup. A ceramax 36x56 liner was inserted after fixation of the pinnacle cup. The surgeon checked to make sure the liner was properly inserted prior to impaction. Upon impaction the liner fractured in several places. The broken liner was removed, and a new 36x56 ceramax liner was inserted. The 2nd liner was impacted and seated correctly. Please check returned fractured liner to make sure it is within proper specifications. Doe: (B)(6) 2018.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the device was returned and failure mode confirmed. The insert had fractured. A review of complaint databases and manufacturing records did not identify any anomalies. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.